Manufacturer narrative:
Based on the reported event and returned device, it is hypothesized that an excessive impaction force was applied to the installer during use, potentially resulting in a torsional or off-axis asymmetric load (e.g., rocking or toggling) being applied to the distal tip of the installer. This may have led to a mechanical failure of the tang. As expandable spacer installers are not designed to withstand excessive torsional or off-axis loads, an insertion force applied at an angle could have caused failure at the distal tip.

Event description:
It was stated that, "tip of inserter broke during insertion."